Event description:
During a laparoscopic cholecystectomy procedure, the clips fell from jaw when the trigger was pressed for feed the clip. The surgeon applied another device. The hosp reported that no pt injury had occurred.

Manufacturer narrative:
The bridge of the upper cartridge failed. Unfortunately, the cause for the failure could not be reliably determine.